Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the severely calcified left anterior descending artery (lad). A 38mm x 3.50mm ion stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent damage and movement on the sds.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR:returned product revealed contrast in the inflation lumen. The stent had moved on the balloon 5mm distally of the proximal markerband; there was no indication the device was subjected to positive (inflation) pressure. The location of the strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were multiple stent struts stretched and bent throughout the length of the stent. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or damage found on analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).